Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, sometimes requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to ensure the pump was not connected to a power source and to press the button firmly using a specific technique, which successfully resolved the issue as the button then functioned as intended.